Event description:
An endurant stent graft system was implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology at the time of the index procedure was reported as the aortic neck was 22 mm in diameter at the renal arteries. It was reported that previously, the patient had ima coiling to treat type 2, and this time, enlargement of the aneurysm was observed at the outpatient follow-up. An echo exam showed a distal type ib endoleak from the left cia into the aneurysm. Contrast agent was not used due to the deteriorated renal function. The physician will monitor the patient. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4).